Event description:
It was reported that a dexcom app crash occurred frequently between 9/1/2025 and 11/30/2025. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).